Event description:
It was reported that during an unspecified surgical procedure it was observed that the tip of the impactor device broke. It was not reported if there was a delay in the procedure due to the event. It was not reported if there was a spare device available for use. There was patient involvement reported. It was reported that all pieces were retrieved from the patient. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: UDI: lot/serial unknown. (B)(4). Device manufacture date: the device manufacture date is unavailable as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the impactor device, and the reported condition was confirmed. It was determined that the device failed visual inspection. The replacement cap was functionally assessed and determined to be cracked, consistent with having been dropped or misaligned during use. It was further determined that the device failed pretest for visual assessment and end cap thread assessment. The assignable root cause of these conditions was determined to be due to improper handling, which is user error.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly. UDI - (B)(4) h10 correction: d4, h4: the device serial number was documented as unknown in the initial medwatch report. The serial number (B)(6) has been updated accordingly. The date of manufacture (dom) was documented as unknown in the initial medwatch report. The dom has been corrected to december 21, 2018. The UDI has been updated accordingly.